Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a black, rubber-like material lodged in the nozzle, and did not originate from an olympus endoscope, but could not be further identified. The nozzle was not reported as having been deformed, broken, or the like. It was reported that the user did not deviate from the instructions for use in regards to the reprocessing of the device. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the findings reported in the event description, there was fluid evident on the light guide cover glass, the light guide cover glass adhesive was worn, the option cover glass was stained and its adhesive was worn. The adhesive on the distal end was peeling, the air channel volume, water flow, water removal and water removal were out of specification due to the clogged nozzle. The device failed the electrical safety test. The down/up angle were out of specification and play was evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus representative reported on behalf of the customer that the customer¿s colonovideoscope displayed a high pressure fail error on the yellow/blue channel. The failure did not occur during a procedure as it occurred during reprocessing. The intended procedure was completed using the same device. There was no delay in the procedure. Upon inspection and testing of the returned unit, foreign material was found to be protruding from the air/water nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.